Manufacturer narrative:
Product event summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. The full lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced due to high impedance. No patient complications have been reported as a result of this event.